Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal was deployed in the appropriate vessel after a dx left heart catheterization (lhc). Pulses were checked after the deployment of the angio-seal and were baseline. Five hours after deployment, the patient had cold leg, an ultrasound and pulses were obtained and showed a change in baseline and the anchor had embolized. The patient had to go for surgical removal of the anchor. The patient's condition was stable. The blood loss was less than 250cc's. The event occurred post-operative. The event results did result in patient injury and medical/surgical intervention was not needed. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 18jan2024: the physician stated he had no difficulties during deployment. The physician stated hemostasis was achieved without any issues. The intervention performed was (e.g., thrombectomy, cut down, percutaneous transluminal angioplasty (pta)) right lower extremity embolectomy via popliteal artery cutdown below the knee.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential embolization postoperatively. The exact root cause cannot be determined. It is possible that excess tamping had been performed which deformed or broke the anchor and caused embolization to occur, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).